Event description:
The incident was reported via a medsun mandatory medwatch report (uf/importer report # (B)(4)) and involved a plum 360 infusion pump. The report stated: "the IV pump was programmed to infuse the secondary medication (line b) for 305 ml at a rate of 915 ml/hr. This rn went into the patient room at the time the infusion was expected to be complete. Instead of alarming that the line b infusion was complete and air had entered the pumping chamber, the pump was continuing to pull air through the pumping chamber and about half of the tubing was now filled with air. This rn stopped the pump and tubing was discarded before any air reached the patient. Supervisor notified and pump was removed from use in the treatment room.¿ there was patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
Additional information was received stating that the patient was stable before, during and after the event. No patient harm and no medical intervention required. The pump did not audibly alarm and there was no indication that there was air in the line. The set was prime using gravity with normal saline. The tubing was et up with a secondary set/spiros and an additional spiros where the line connected to the patient, no stopcocks, extension tubing, etc. The list number and lot number of the involved tubing is unknown. The tubing was infusing with leucovorin and the solution container was empty. There was no solution leakage noted. There was an approximate 10 ml of visible air noted. The pump and tubing was not replaced as the patient's infusion was completed at the time the air in line was discovered.

Manufacturer narrative:
The customer reported that air had entered the pumping chamber, the pump was continuing to pull air through the pumping chamber and about half of the tubing was now filled with air. As the device was not returned for evaluation, visual and functional testing was not performed. A review of the device 12-month service history was performed and no similar event was indicated. No event history was received from the customer, a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed.